Event description:
It was reported that there was a problem with the programmer. During a pump update the pump ¿turned off.¿ the programmer was asking for a password or code to restart the pump. The programmer was going to be reset by turning it off and removing the software application card. The pump was going to be re-interrogated and the settings checked.

Event description:
Additional information stated the issue was resolved, and that there was no consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).